Event description:
It was reported on (B)(6) 2026 that the patient experienced high blood glucose level to 251 mg/dl and treated with insulin pump.

Manufacturer narrative:
E1:name:(B)(6) country: united states of america street: (B)(6). Based on the available information, this event is deemed to be a serious injury. . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.